Manufacturer narrative:
Ge healthcare investigation into the reported event has been initiated and is ongoing. A follow-up report will be submitted when the investigation has been completed. Device evaluation anticipated, but not yet begun

Event description:
On (B)(6) 2022, ge healthcare was notified from the user at beijing hospital that on (B)(6) 2022, while they were using their optima xr220 mobile x-ray device in their emergency room (ER), the power cord was shorted causing the room circuit breaker to trip. When the room lost power, it also caused the loss of power of the patient ventilator in the same room. The ER staff resolved the problem quickly by returning the power to the ventilator. There was no patient death or injury related to this event.

Manufacturer narrative:
Ge healthcares investigation has been completed and the root cause of the emergency room tripped circuit breaker was determined to be caused by a damaged cord reel although the cause of the damaged cord was undetermined. The ge field engineer (fe) arrived at the site to investigate the system and observed damage to the cord reel which created a short circuit when plugged into the hospitals wall socket which then caused the room circuit breaker to trip. The tripped circuit breaker then led to a patient ventilator to lose power from the hospitals wall socket but the ventilator contained a battery back-up so ventilation was not lost to the patient. To correct the issue, the cord reel was replaced. No further actions are needed.